Event description:
Device was returned due to low occlusion pressure. Reportedly, during preventive maintenance testing, the occlusion pressure was set for 300, but was reading 600 on tester.

Manufacturer narrative:
Device eval results will be provided when eval is completed.